Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received of the initial MDR is 24jan2018. The patient underwent a revision procedure wherein extensions were added to move ipg to the abdomen. The reason for the procedure was pain at the pocket site. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.